Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 520 mg/dl. The customer's blood glucose was 241 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting to check the settings and none was found. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.